Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported a the pump battery display dropped from 40 to 5% while being charged and power alert occurred. Customer changed the wall outlet and after 30 minutes the pump battery was charged. Customer's blood glucose was 200 mg/dl.